Event description:
I found my mom on her bedroom floor, barely conscious with her phillips life alert portable around the neck button by her side. Later that evening, I went to her home and pushed her button to get no answer from the life alert staff. I then pushed the main box/. Although it is clear, when the neck button was pushed, no signal went to phillips. But, because I was not physically there, I cannot know for sure that she pushed it. All signs show that she may have tried, but I was not there. The button was with her when I found her. The main unit on her night stand did work, which I tried later that night after I realized the neck button did not work. That's when the rep told me the neck button was not activated. Assy: 1840549, mfg date: 02/28/2012, rev: 02, fcc ID: bdz6200, ic:655c-6700, ic:655c-6700, r date: 03/03/2015, l6900at, barcode: (B)(4). Neck button was not activated therefore no call was placed to phillips.